Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex artery(lcx). After a non-bsc guide wire crossed the lesion, a non-bsc balloon catheter was used for pre-dilatation. A 3.00x16mm synergy¿ stent was then advanced but failed to cross the lesion. Dilatation was again performed with a 3.5mm balloon catheter but the device was still unable to cross the lesion. The device was then removed and it was noted that the stent edge was lifted up. The device was replaced with a non-bsc stent which was successfully implanted and the procedure was completed. No patient complications nor injuries were reported.